Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported the silicone part of the catheter separated from the hub and body and required intervention (medwatch 1820334-2016-01021). The company representative has confirmed six additional events, this is one of 6 additional complaints opened to report the events. No additional information was available at the time of this report. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, drawings, device history record, documentation, instructions for use (IFU), manufacturing instructions, specifications and quality control was conducted during the investigation. A document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Numerous design verification and validation activities have been performed to ensure that this device meets design requirements, and that the device meets the needs of the user. The lot number of the device is not known, accordingly a review of the device manufacturing records could not be conducted. The device is shipped with an instruction for use (IFU) that describes the intended use, contraindications, warnings, and precautions associated with usage of the device. It also contains deployment procedures for the mac-loc mechanism. Based on the information provided, photographic examination of the returned device from associated complaints and the results of our investigation, a definitive root cause could not be determined.

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, drawings, device history record, documentation, instructions for use (IFU), manufacturing instructions, specifications and quality control was conducted during the investigation. A document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Numerous design verification and validation activities have been performed to ensure that this device meets design requirements, and that the device meets the needs of the user. The lot number of the device is not known, accordingly a review of the device manufacturing records could not be conducted. The device is shipped with an instruction for use (IFU) that describes the intended use, contraindications, warnings, and precautions associated with usage of the device. It also contains deployment procedures for the mac-loc mechanism. Based on the information provided, photographic examination of the returned device from associated complaints and the results of our investigation, it is feasible to suggest the device met excessive forces beyond its design that caused the catheter shaft to separate and break off. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
It was reported the silicone part of the catheter separated from the hub and body and required intervention (medwatch 1820334-2016-01021). The company representative has confirmed six additional events, this is one of 6 additional complaints opened to report the events. No additional information was available at the time of this report. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.